Event description:
Add'l info rec'd MFR 5/20/2004: bd medical surgical qa and ra has evaluated report and sample. Since no actual samples which display the condition reported are available for examination, MFR is unable to fully investigate this incident. MFR needs to see the actual sample to determine what the foreign matter is and what the possible causes are. The manufacturing facility has been advised of this report. MFR regrets any inconvenience that may have resulted form this incident.

Event description:
The bd 10ml luer-lok tip syringe barcode= -01-00382903096046, ref= 309604, has a suspicious brown substance in the syringe still sealed in the packaging.